Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Three complaint devices were received and evaluated. Two of the three received anchors had no anomalies with either the anchor or the inserter. One of the two anchors had the sutures unwound from the suture card, but no damage or anomaly was observed with the sutures. For the third returned device, only the inserted was received and no anchor or sutures. The reported failure cannot be confirmed. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch review was conducted and the results indicate that this batch was processed with two unrelated incidents and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. The one similar complaint device was not sent back for evaluation, and was not confirmed. A root cause for the user to have experienced this issue cannot be determined. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair that the distal tip on three of the customer's healix advance br anchor with permacord broke below the bottom thread upon insertion. The surgeon removed the broken pieces each time and completed the procedure with a fourth same type, same size anchor from a different lot. The surgeon used the same bone hole. There were no patient consequences or delays reported.